Event description:
Additional information was received that the patient's ipg also became unable to communicate with external devices and was depleted. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced pain at the ipg site and the ipg was flipping in the pocket. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was repositioned to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
E1 update: the reporter¿s information was updated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.